Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-04091. It was reported that the patient experienced ineffective therapy due to lead migration. Reportedly, patient wore heavy belt right over the ipg putting tension on the ipg and leads. Surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, effective therapy was restored post operatively.